Event description:
On (B)(6) 2012 the reporter contacted animas to report the patient noted the date/time in the pump history were incorrect. There was no patient injury associated with this issue. The technical support representative contacted the patient to troubleshoot the pump issue, however was unable to reach him by telephone. The issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 04/05/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box information from the reported event was overwritten due to continued patient use. There was no activity outside of normal use observed in the pump black box. The pump total daily dose history was found correctly reflect the user programmed basal rates. The pump was exercised for 24 hours without alarms. Periodic boluses were performed and the pump was found to be recording the boluses accurately. The pump was opened and inspected and there was no evidence of moisture ingress or damage to the internal circuit.